Event description:
Procedural images were provided for review. The images show that the target lesion was calcified, stenotic and tortuous. There is difficulty positioning the first wire and a second buddy wire is loaded to aid with vessel treatment. The target lesion was pre-dilated resulting in good opening of the lesion. This was followed by delivery and deployment of the endeavor sprint device. The stent and vessel profile after initial deployment showed no damage or distortion of the stent. The stent was post dilated with a shorter balloon on both the proximal and distal ends of the stent. After the post dilatation activates distortion on the proximal end of the stent is evident. The exact mechanism of the stent distortion was not captured on the images. The deformation was treated with post dilatation and deployment of a shorter stent overlapping with the proximal end of the longer stent.

Manufacturer narrative:
(B)(4).

Event description:
The physician successfully implanted an endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the mid lad. The target vessel was heavily calcified. Prior to stent deployment a guidewire was passed through the proximal occlusion in the lad and thrombus was aspirated. The target lesion was pre-dilated several times using a cutting balloon. The endeavor sprint stent was then deployed at 16 atm. Difficulties were encountered post-dilating the stent and from ivus images it was observed that the stent was compressed at its proximal end. After several attempts using several different balloons, the stent was successfully post-dilated. Another stent was then implanted, overlapping, in the proximal end of the previous stent. A 3.0 x 9 mm endeavor sprint stent was also deployed and post dilated down the previous stent. An excellent final angiographic result was achieved in the lad and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent damage) 321 caused by another drug/device (device deformation assessed to be due to post-dilatation balloon) evaluation codes, conclusions: another device caused failure (device deformation assessed to be due to post-dilatation balloon). (B)(4). Longitudinal stent deformation: a retrospective analysis analysis of frequency and mechanisms - eurointervention 2011 - online publish - ahead-of-print (B)(6) 2011.